Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebv1663 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to the sales rep that the nurse was able to access the patient, advance the guidewire and place the introducer. The guidewire was pulled back, cap placed and the catheter was trimmed without difficulty. The nurse then noticed that the guidewire was unraveling. She removed the entire wire and completed the procedure successfully without the wire and no harm to the patient.